Event description:
It was reported that the mobile app on the customer's iphone 14 plus was frozen while the user was delivering a bolus. There was no adverse impact to the customer's blood glucose level. The customer successfully re-launched the app and was able to navigate it without further issues, and no additional assistance was required.